Manufacturer narrative:
Additional information noted the implant attempt should have been made the different guidewire and lack of experience, not adhering to the implantation protocol as trained was the reason for the event. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported the insertion of an impella cp device was unsuccessful for a patient in acute myocardial infarction/cardiogenic shock requiring mechanical circulatory support. The physician attempted more than once to load the impella cp device on a 0.035 guidewire not realizing a 0.018 guidewire was available in the package for use and eventually aborted the implant. Thereafter, the patient was treated with mediation and transported alive, sedated and ventilated to another hospital. It was noted that there was harm to the patient.